Manufacturer narrative:
Event was reported as "about a month and half ago". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they turned off the stimulation from their implantable neurostimulator (ins) today and then turned back on after recharging and the adaptive stimulation (as) went off. It was noted that the ins on. With assistance, they were able to get the as back on. The patient also stated that the position had changed. It was reviewed with the patient that it would take a few minutes for the screen to change. Additional information received from the manufacturer¿s representative on april 8, 2016 reported that the patient could sometimes be walking for 30 minutes and the ins would not detect the upright + mobile setting. It was also noted that, while the patient was standing, the amplitude changed from 3.6 to 3.1 to 3.4. The transition times were checked and they were at the minimum rate from upright to mobile. It was advised to reduce the sensitivity and then retest. No patient symptoms were reported in the event. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer's representative reported that patient was seen in the doctor's offices on (B)(6) 2016 where it was note that it seemed that the voltage was not changing when they stood up to walk. The representative was unable to determine the cause of the issue. They reset the patient's as for mobile and upright mobile which seemed to have resolved the issue in the doctor's office and the representative had not heard from the patient since they were seen. If additional information is received, a supplemental MDR will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.